Manufacturer narrative:
Burns to the face are generally considered severe. Third degree burns may swell, be painless, and have the appearance of dry leathery or charred skin. These burns typically require medical treatment of debridement, ointment, and possibly antibiotics. The device IFU states do not allow smoking near oxygen sources or near the ventilation system and do not place oxygen sources or the ventilation system near any source of direct heat or open flame because flammable materials burn more readily in the presence of oxygen. The allegation of burn to the patients face and ears is a reportable serious injury due to a use error of the patient smoking while using the device. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. There was no alleged malfunction of the device. Based on this information, no further follow up is required.

Event description:
The customer alleged the hose caught fire and was burned during use of the life 2000 device. Follow up with the customer found that customer woke up, forgot she was wearing the device, lit a cigarette, and the mask and hose caught fire and she was burned on her face and ears. The customer was taken to the ER where burns were treated with ointment, wrapped, and debrided. The severity of the customer's burn are not known to the customer. The device was located at the patient's home at the time of the events. This report was filed in our complaint handling system as complaint # (B)(4).